Event description:
The hcp reported the pt had a pump and catheter implanted and was discharged to home, where spouse found pt dead the following morning. The pt had a history of coronary artery disease with stent placement, hypertension, neck and back pain. The coroner stated an autopsy was performed and the final report is pending microscopic and toxicological studies. MFR has requested device return for analysis. A follow up report will be sent when additional info is received.